Event description:
A us distributor contacted zoll to report that a patient had a pre-existing chest tube and the lifevest irritated the area. The area was described as broken skin. There was no alleged device malfunction contributing to the irritation. The patient¿s wound care nurse placed dressings over the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.